Event description:
The reporter stated that the surgeon was advancing an aa4203tl silicone toric lens in the cartridge and the haptic bent, so opted not to use this lens. No patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.